Manufacturer narrative:
Initial.

Event description:
It was reported that the user left the ilet on the charger overnight while it was disconnected from the body, resulting in blood glucose rising to 308 mg/dl; the user subsequently reattached the infusion set (inset) and allowed the ilet to bring glucose back into range, with a later reading of 188 mg/dl. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage issue related to an improper procedure, and involved the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.